Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty cable. The device also failed the leak test and the label on the rear cover was faded; all of these findings required repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an image problem while using the 4k autoclavable camera head. The issue was found during the procedure and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was estimated that a communication failure occurred due to a cable failure and the image was not displayed. We assumed that the cause of the cable failure was that the electronic circuit was damaged by water entering from the connector. The phenomenon could be prevented by following the instructions for use, which state, "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.